Event description:
Kinked inflow line - severe kink in outflow line of centrifugal pump head, cut out during set-up. After cutting out kink, outflow and inflow lines were no longer the same length. After 138 minutes on bypass as we were weaning from bypass, a reduction in flow was noted. After about a minute, the cause was discovered. The inflow line from cardiotomy to inlet of centrifugal pump head had kinked. That generated tremendous amount of negative pressure which caused air to come out of solution, travel through the oxygenator and into the arterial line. The air bubble detector went off shutting the pump off. Surgeon was alerted. Surgeon disconnected the arterial line, cleared it of air and attached it to the venous cannulae to continue to give patient volume. FDA safety report ID# (B)(4).